Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultramini meter is giving inaccurate erratic readings of ¿130 and 120 mg/dl.¿ this complaint was classified based on the customer care advocate (ca) documentation. On (B)(6) 2014 before his lunch, the patient obtained the alleged two readings, which was more than 20 minutes of each other. Based on the readings of ¿130 and 120 mg/dl,¿ the patient decreased his normal insulin dose. At around 4 pm, the patient reportedly was found in bed sweating and was unable to speak. When the ambulance arrive, the patient was tested at ¿30 mg/dl¿ he was treated at the hospital with a glucose injection and was given more food and drink during his next meal. During troubleshooting, the patient confirmed the unit of measurement was set correctly at the time of testing. The test samples were taken from an approved site. This complaint is being reported because, the patient received medical intervention for hypoglycemia after he took insulin based on the lfs meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.